Manufacturer narrative:
Concomitant product(s): product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 10.0 mg/ml at a dose rate of 4.400 mg/day via an implantable pump as of (B)(6) 2018 for non-malignant pain. It was reported that the patient was admitted through the hospital emergency department with altered level of consciousness. The emergency room (ER) physician suspected opiate overdose through pump despite stable dose and no recent refill. The managing physician ordered a 30% decrease and discontinuation of the personal therapy manager (ptm). As per the logs provided, the dilaudid dose was decreased to 3.084 mg/day (29.9%). The company representative indicated they were later informed that the patient had a blood glucose of 49 mg/dl and pneumonia. The managing physician states that the he does not suspect that the pump had a role in the current illness (per his registered nurse). No surgical intervention occurred, and no surgical intervention was planned. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there were none. Other medications (or al, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but would not be made available. It was indicated that the hcp had no further information on this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID a810, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the programmer, the new clinician software application was used at the time of the event (software version: 1.0.7493).